Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 additional poc : (B)(6). A fse resolved the issue by replacing cover, console, tube assy,pressure. Fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications. Iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported discovered during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had physical damage. Rear case damaged and pressure tubing needs to be replaced . There was no patient involved.